Event description:
It was reported by remote transmission the device alert condition was tripped due to elevated right ventricular (rv) lead thresholds. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).